Event description:
PICC line required repositioning - repositioned with use of nitrex guidewire. A chest film taken 2 days later revealed a wire fragment extending from the tip of the catheter. CT scan of the chest confirmed x-ray findings. Patient taken to interventional radiology for a transcatheter retrieval of wire fragment which was successful. A follow-up venogram showed no evidence of complication.device #1is this a laboratory device or laboratory test?no.